Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown; product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving clonidine (350 mcg/ml, 47.81 mcg/day) and dilaudid (30 mg/ml, 4.098 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient heard a non-critical alarm since (B)(6) 2018. Upon interrogation, the logs indicated that on (B)(6) 2018, the pump had a non-critical memory error occur. The patient denied having any procedures done that day that would introduce emi (electromagnetic interference). The hcp silenced the non-critical alarm and retrieved the logs to confirm the non-critical alarm. The hcp would check the pump settings and update the pump. There were no reported symptoms. No further complications were reported.